Event description:
Nxstage pureflow b 5000 ml solution bag was pre-mixed when the pack was removed from the package new. The bag is divided into two chambers and is intended to be mixed by the caregiver at the time of administration by flexing the bag to break the separation between the two chambers per manufacturer provided instructions. As the bag was pre-mixed for an undetermined amount of time, it was sequestered as non-conforming and another bag was opened and used for the patient's treatment.